Event description:
Information received by medtronic indicated that the insulin pump had this alarm is generated when a power failure is detected. Customer reported that they tried to replace battery but noticed moisture in the battery compartment and a crack on the back of the battery compartment. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. Customer returned device for alleged pump error, exposure to moisture and cosmetic damage located at the battery compartment found on (B)(6), 2022. Pump error occurred during testing at (B)(6), 2022 at 11:41:09.00. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. Device passed sleep current test and active current test. Successfully downloaded history files and traces using thus. The power management graph did not meet specification due to the difference between backup and the is greater than 0.25v due to moisture damage. No pump error alarm was noted during testing; however, pump error was found in the history files on the event date at 13:46:47.00. Pump error was found in the history files on the event date at 13:37:37.00 due to corroded home switch. Pump was cut open to perform visual inspection and found a corroded home switch and moisture damage on electrical board 1 and 2, motor and force sensor. Test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: battery tube threads - cracked, cracked case-corner of belt clip rails, label damage (faded), stained keypad overlay, pillowing keypad overlay, corroded battery tube, dried insulin - motor slide, corroded home switch pump error confirmed during testing at (B)(6), 2022 at 11:41:09.00 and in the history files on the event date at 13:46:47.00 due to moisture damage and corroded home switch. Pump error confirmed in the history files on the event date at 13:46:47.00 due to moisture damage. Cosmetic damage was confirmed at the battery compartment. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.